Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please confirm that it was the device jaws that cut the vessel and not the clip. Not sure if jaws or scissored clip cut vessel how was the vessel repaired? Clipped again with new clipper. You stated that the patient (bled out bled more than usual per physician). Please quantify amount of bleeding that occurred. Patient did not bleed out per physician did the patient receive a blood transfusion? No. Please confirm how it is the bleeding was controlled. Used new clipper. Was the surgery time prolonged? Definitely. Did issue result in change of procedure or alteration in post-op patient care? Added an extra port. What is the current patient status? Home doing well. Please confirm the length of time that the surgical procedure was extended? 15 to 30 minutes. Was it greater than 60 minutes? No.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired 6-7 times. It was unknown exactly how the device misfired, but the device ended up cutting the vessel instead of clipping it. It was unknown if bleeding occurred. It was unknown how the case was completed. The device was not part of a kit or tray. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # m90e8y. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the reported event; however, it is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.